Event description:
During the device check, the thermogard console (sn (B)(6)) displayed a mid:23 (patient probe offset) error message. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer cleared the mid:23 (patient probe offset) error message. Therefore, service was not required to be performed by zoll.